Event description:
Mechanical failure of left total hip arthroplasty -depuy-. Prosthesis was inserted in '08 with subsequent revision to a constrained component in 2009 from multiple dislocations. At about 6 months later, pt was bending forward and felt a loud crack in her left hip. Pt states since then hip feels "awkward", and pt is limping.